Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿nationwide risk analysis of duodenoscope and linear echoendoscope contamination¿. The literature reported the result of the microbiological test using olympus endoscope and non-olympus endoscope from jun 2015 to may 2017. As a result of the microbiological testing, the following microbes were detected. Tjf-q180v (24 scopes): unspecified microbes (>20cfu/20ml). Tjf-q180v (23 scopes): gastrointestinal and/or oral microbes (>1cfu/20ml). Tjf-160vr (19 scopes): unspecified microbes (>20cfu/20ml). Tjf-160vr (12 scopes): gastrointestinal and/or oral microbes (>1cfu/20ml). Tjf-160r (2 scopes): unspecified microbes (>20cfu/20ml). Tjf-160r (1 scopes): gastrointestinal and/or oral microbes (>1cfu/20ml). Tjf-140r (1 scopes): gastrointestinal and/or oral microbes (>1cfu/20ml). Gf-uct180 (4 scopes): unspecified microbes (>20cfu/20ml). Gf-uct180 (5 scopes): gastrointestinal and/or oral microbes (>1cfu/20ml). There was no information of infection on this literature. Based on the available information, other detailed information such as the number of microbes was not provided. Therefore, omsc will submit 91 medical device reports (MDR) depending on the number of endoscopes. This report is 50 of 91 reports.